Event description:
It was reported the insulin pump had chunk of plastic missing. Customer stated the device was not dropped. Customer's blood glucose was 7.2mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.